Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous differential results for several pt samples over several days assayed on their coulter ac.t 5diff cap pierce. The customer only provided data for two pt samples assayed on different days. This medwatch report addresses the second event. For both events, there were instrument generated flags to alert the customer to further review the sample results. The customer reported that erroneous results were reported outside of the laboratory. There was no impact to pt treatment associated with this event. A manual differential was performed by the customer. It was determined that the analyzer generated erroneous results for monocytes and neutrophils. The results generated from the manual differential were reported outside of the laboratory as an amended report. The customer reported that the results for quality control (qc) samples had recovered within the laboratory's established ranges except for the high level control which yielded high out-of-range results for monocytes on several days prior to processing pt samples.

Manufacturer narrative:
Per product labeling, beckman coulter, inc. Does not claim to identify every abnormality in pt samples and suggests using all available flagging options to optimize the sensitivity of the instrument results. All flagging options include reference ranges (h/l), codes, and flags. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or pt conditions. A field service engineer (fse) was dispatched to the customer's site. The fse flushed the flow cell, adjusted the differential, and verified the instrument's operation per established procedures. The root cause for this event is unknown. However, the root cause may be related to the components cleaned and adjusted by the fse. In addition, the root cause for reporting out erroneous results is due to use error. The analyzer generated flags alerting the customer to further review the pt sample results. This MDR represents event 2 of 2 reported by the customer. This MDR is related to MDR 1061932-2011-01837 which has been reported. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.